Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there was an unexpected medical intervention due to pain and there was impingement noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received injection in knee for pain due to impingement one year post operative. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: patello-femoral trochlea component catalog # 00592601202 lot # 65117386 unk cement catalog # unk lot # unk. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-00981.